Event description:
The customer reported that there is fluid in the reservoir compartment as well on the battery compartment noted. The caller stated that both the reservoir and the battery compartment smelled like insulin. The blood glucose reading was 225mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.